Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported the patient was not hospitalized for the event as the patient had outpatient hernia repair surgery 20 days after receipt of this report. The same day the patient was placed on temporary hemodialysis for ¿about two weeks¿ during recovery. The medical plan was to return to pd therapy. It was not reported if the hernia was present prior to pd therapy. It was unknown if the hernia worsened by pd therapy. At the time of this report the patient was recovering from this hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). The hernia occurred on an unspecified date in (B)(6) 2015. The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.